Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of air bubbles anomaly from the reservoir. The customer's blood glucose reading was 230 mg/dl. The customer stated that it was the third reservoir in a row that has air bubbles inside. The customer did not mention any leaks. The product was returned for analysis.